Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008; including prostatectomy were not provided. Product identification records for the alleged gore device were not provided. (B)(6) 2008: (B)(6). History and physical. Status post prostatectomies from a low midline incision last year. Developed a periumbilical ventral hernia, repaired last year. Three or four months ago developed recurrent bulge at the apex of the incision which is increasing in size. Exam: patient is obese. Weighs, 270 pounds . Abdomen: appears to be reducible recurrent ventral hernia, more prominent to the right of the midline at the apex of the previous incision scar just above the umbilicus. Assessment and plan: recurrent enlarging incisional ventral hernia . Recommend repair, would reinforce the repair with a piece of mesh material. (B)(6) 2008: (B)(6). Operative report. Preop diagnosis: recurrent incisional ventral hernia. Postop diagnosis: recurrent incarcerated incisional ventral hernia. Procedure: ventral hernia repair with mesh. History of present illness: the patient is a 57-year-old white male with a previous incisional ventral hernia which was repaired with mesh. He again has a recurrence and is brought to the operating room at this time for operative re-intervention. Description of procedure: ¿following general anesthetic induction, the patient¿s anterior abdominal wall was prepped and draped sterilely, including the use of an iobar. The upper midline scar above the umbilicus was reopened sharply. Dissection was carried down to an underlying hernia sac which was opened. The omentum was mobilized and reduced back into the peritoneal cavity. The previous gore-tex mesh patch was removed . The fascial defect with attenuated fascia was about 8 x 4 cm in size. The undersurface of the anterior abdominal wall was freed up of all omental adhesions. At this point, an 11 x 14 cm composite oval kugel patch was placed through the hernia defect to be used as in underlying buttress repair. The peripheral margin of the marlex aspect of the mesh was tacked to the abdominal wall with 5 mm spiral staples. The perimeter of the mesh was subsequently sutured to the anterior abdominal wall with full-thickness fascial sutures using interrupted #1 vicryl suture. At this point, the mesh appeared to be firmly and adequately transfixed to the anterior abdominal wall. At this point, the fascia was reapproximated in the midline using interrupted #1 vicryl suture. The subcutaneous tissue was irrigated and closed with running 3-0 vicryl suture. The skin was closed with staples. All counts were correct at closing. There were no complications. The patient was taken to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of device removed during the (B)(6) 2008 procedure was not provided.] (B)(6) 2008: (B)(6). Implant record. Bard composix kugel hernia patch. (B)(6) 2010: (B)(6). History and physical. 2 years status post repair recurrent midline incisional ventral hernia with mesh. Saw him in office about two years ago. At that time noted to have a small hernia recurrence that he thinks has slowly increased in size. Exam: obese, weighing 270 pounds. Abdomen: reducible local hernia recurrence to the right several centimeters above the umbilicus. Assessment and plan: small localized recurrent incisional ventral hernia. Recommend repair of hernia. (B)(6) 2010: (B)(6). Operative report. Pre/postop diagnosis: recurrent incisional ventral hernia. Procedure: hernia repair with mesh. History: the patient is a 59-year-old white male with redeveloping upper midline incisional ventral hernia. He was brought to operating room at this time for repair. Description of procedure: ¿following general anesthetic induction, the patient¿s anterior abdominal wall was prepped and draped sterilely including use of ioban. Upper midline scar was excised with the cautery and removed. Dissection was carried down to the underlying fascia. There was a hernia defect which had developed to the right of the midline. The sac was opened. There were a couple of adjacent swiss cheese type fascial defects which were opened. Fascial defect was about 5 cm in size. The lower edge of the previously placed mesh was noted to have curled away from the right abdominal wall. The undersurface of the anterior abdominal wall was freed up of all adhesions. This included mobilizing the adhesions from the previously placed mesh. The part of the mesh which had pulled free was trimmed away. At this point, a 4.5 inch around ventrio patch was placed through the hernia defect to be used as an underlying buttress repair. The peripheral margin of the mesh was tacked to the anterior abdominal wall with 5 mm spiral staples. This new a [sic] piece of mesh overlapped the more superior previously placed mesh. At this point, with good hemostasis, the fascia was approximated in the midline over the mesh using interrupted #1 prolene suture. Each suture bite was incorporated into the marlex aspect of the underlying mesh. This was felt to be secure and was free of tension. With good hemostasis, the subcutaneous tissue was irrigated and closed with running 3-0 vicryl suture. The skin was closed with staples. All counts were correct at closing. There were no complications. The patient was taken to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient code (2240) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2008 through (B)(6), 2010 and not all records received in this time span are relevant to the unknown gore device. Patient information: medical history: ¿ 2003: motor vehicle accident ¿ obesity ? (B)(6) 2008: 270 lbs. ¿ carcinoma of the prostate ¿ hypertension ¿ hypothyroidism ¿ (B)(6) 2008: reducible recurrent ventral hernia ¿ (B)(6) 2010: recurrent incisional ventral hernia prior surgical procedures: ¿ 2007: prostatectomy ¿ 2007: periumbilical ventral hernia repair. Implant: ¿gore-tex¿ ¿ (B)(6) 2008: ventral hernia repair with mesh. Implant: marlex ¿ (B)(6) 2010: hernia repair with mesh implant preoperative complaints: ¿ [none provided] implant procedure: [none provided] implant: ¿gore-tex mesh¿ (unk/unk) implant date: 2007 ¿ description of hernia being treated: [none provided] ¿ implant size and fixation: [none provided] relevant medical information: ¿ [none provided] explant preoperative complaints: ¿ (B)(6) 2008: status post prostatectomies from a low midline incision last year. Developed a periumbilical ventral hernia, repaired last year. Three or four months ago developed recurrent bulge at the apex of the incision which is increasing in size.¿ ¿appears to be reducible recurrent ventral hernia, more prominent to the right of the midline at the apex of the previous incision scar just above the umbilicus.¿ ¿ (B)(6) 2008: indication: ¿the patient is a 57-year-old white male with a previous incisional ventral hernia which was repaired with mesh. He again has a recurrence and is brought to the operating room at this time for operative re-intervention.¿ explant procedure: ventral hernia repair with mesh. Implant: marlex. Explant date: (B)(6), 2008 ¿ ¿the upper midline scar above the umbilicus was reopened sharply. Dissection was carried down to an underlying hernia sac which was opened. The omentum was mobilized and reduced back into the peritoneal cavity. The previous gore-tex mesh patch was removed. The fascial defect with attenuated fascia was about 8 x 4 cm in size. The undersurface of the anterior abdominal wall was freed up of all omental adhesions. At this point, an 11 x 14 cm composite oval kugel patch was placed through the hernia defect to be used as in underlying buttress repair. The peripheral margin of the marlex aspect of the mesh was tacked to the abdominal wall with 5 mm spiral staples. The perimeter of the mesh was subsequently sutured to the anterior abdominal wall with full-thickness fascial sutures using interrupted #1 vicryl suture. At this point, the mesh appeared to be firmly and adequately transfixed to the anterior abdominal wall. At this point, the fascia was reapproximated in the midline using interrupted #1 vicryl suture. The subcutaneous tissue was irrigated and closed with running 3-0 vicryl suture.¿ conclusion: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a hernia repair on (B)(6) 2007 whereby the "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, recurrent hernia. Additional event specific information was not provided.